Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient with this pacemaker presented with palpitations and the device has not been interrogated in several months. Boston scientific technical service confirmed that the battery status was at end of life (eol) which coincides when the patient began feeling less well. Further, the device was changed to vvi 50 mode. This pacemaker was explanted. No additional adverse patient effects were reported.